Manufacturer narrative:
This product malfunction did not cause a serious injury or death; however, magellan diagnostics is reporting this event under the medwatch program as the malfunction could have led to a minor user injury. No patient injury or harm resulted from this event. Magellan is currently investigating the root cause of this malfunction.

Event description:
Customer reported that the level ii control vial provided with their leadcare ii blood test kit broke while they were opening it for the first time. As the cap was unscrewed a small piece of the vial chipped off. The customer provided the attached image file, "mag-inv-1541 broken qc vial pic.jpg", to document the control vial defect. Customer stated that this event occurred approximately 30 days before the customer contacted magellan to report the defect. As there was no apparent leakage of control material into the test kit and the controls were in range, the customer stated that they had used the control material from the broken vial for testing. No user or patient injuries were reported by the customer.